Event description:
Boston scientific received information that this pacemaker was successfully implanted with chronic leads. During device testing one day post-implant, noise was observed on the right ventricular (rv) lead when the patient¿s arm was moved. The noise was oversensed and pacing was inhibited, resulting in the patient becoming bradycardic. An invasive procedure was performed to verify the lead and device connections, but the issue was not resolved. The pacemaker and non-boston scientific rv lead were explanted and a new device of the same model was implanted with new boston scientific leads. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition.